Event description:
It was reported that during a breast biopsy procedure, the device was not acquiring tissue sample. Another device was used to complete the procedure. There was no report of pt injury associated with this event.

Manufacturer narrative:
The lot number has been provided, and the lot device records have been reviewed. The lot met all release criteria. The sample was returned with the cannula fully retracted and sample notch fully exposed, leaving the device half primed. Loose particle could be heard within the device. There were no visual anomalies noted to the returned device. The device was functionally tested by attempting to rotate the rotational knob once more to full prime the device. However, the cannula released from the primed position, and the stylet retracted into the cannula. No further functional testing could be performed. The sample was disassembled and the internal components examined. The cannula hub and tang were found to be broken. The investigation is inconclusive, as functional testing could not be performed due to the broken cannula hub and tang. The root cause for this event was determined to be supplier related due to over-processed resin. The monopty instructions for use (IFU) provides general instructions for priming, firing, sampling and retrieval of samples from the device. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant / reporter was unable or unwilling to provide any further pt, product, or procedural details to bard.